Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2021 and used the system for approximately 4 years. On 06/21/2025 an MRI facility contacted nalu product support to inquire about conditionality of the system. During a pre-MRI check the nalu system was discovered to have impedance issues that prevented the patient from moving forward with the MRI scan. The nalu product support team was notified that a full system explant took place however the exact date of the explant was unknown.

Manufacturer narrative:
Review of nalu records found no previous complaints from this patient throughout the 4 years the system was in use. Despite the impedance issues found the patient was able to achieve good therapy with the system. The firm was not notified of the plan to explant the system and thus was not present for the procedure and unable to perform any assessment. The explanted device was not retained for examination by nalu.